Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: filter perforation was confirmed. Plausible explanation could be the following: suprarenal filter placement is challenging. The hepatic ivc is large and tends to narrow from inferior to superior. This narrowing coupled with downward respiratory excursion on inspiration may tend to push suprarenal filters inferior. This would increase the risk of perforation, a known complication of ivc filters. The patient was likely more symptomatic than if an infrarenal perforation had occurred because the leg rested directly on the diaphragmatic crus which must move with every breath rather than the spine or a psoas. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others.

Event description:
Description of event according to initial reporter: (B)(6) 2012; the ivc filter was placed from right jugular vein. (B)(6) 2012; since there still remained thrombosis in the vein, the patient got out of the hospital on the condition that the filter was not retrieved. (B)(6) 2012; the patient complained stomachache and visited the hospital. The physician prescribed the painkiller. (B)(6) 2012; as the pain killer did not work, the patient visited the hospital again. She got hospitalized. (B)(6) 2012; CT scan confirmed that the filter leg perforated the retroperitoneum. The ecchymoma(5mm) was also observed. Patient outcome: the patient feels pain when she put right elbow on somewhere.